Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The g7 wearable and applicator were received and evaluated. An external visual inspection was performed and major damage was found. External visual inspection failure was performed and goosenecking was found. The allegation was not confirmed via product. However, it was found that an applicator deployment issue occurred. Probable cause could not be determined. Applicator was evaluated. An external visual inspection was performed and no damage was found. Internal visual inspection was performed and passed. The allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined as investigation cannot confirm nor deny reported allegation with the return product.

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient inserted a new sensor in his arm. The sensor failed during the warm-up period, and upon removing the sensor patch, the patient noted that the sensor wire had separated from the wearable and was missing. By (B)(6) 2025, the patient observed mild swelling at the insertion site and sought evaluation at an urgent care clinic. During the visit, a healthcare professional performed a small, shallow incision (approximately ¼ inch) on the back of the patient¿s arm in an attempt to locate the missing wire. No anesthesia was administered, and no sutures were required. The wire was not located. There was no documentation indicating that diagnostic imaging was performed to assess for the presence of a retained foreign body either before or after the exploratory incision. The site was cleaned and bandaged, and the patient was discharged after spending less than an hour at the facility. At the time of reporting, the patient noted minor residual swelling at the puncture site but stated that he was otherwise doing well. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).